Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and there was possible electromagnetic interference (emi) observed on the cardiac resynchronization therapy defibrillator (crt-d). It was further noted that asystole was observed on the electrocardiogram (EKG). The rv lead was repositioned and remains in use. The crt-d was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.